Event description:
Event description guidant received information that during pre-implant testing of this implantable cardioverter defibrillator (ICD) and prior to performing a capacitor reform, the local guidant representative noted that the battery voltage was 3.12 v. The device box labeling states the battery voltage should be 3.25 v out of box.